Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information from a nurse, in the USA. This report is of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following was reported by the patient. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. Per follow-up with the nurse, the cause of peritonitis was related to environment as the patient was traveling at the time of the event and performing pd therapy in a new environment. The patient was treated with unspecified antibiotics. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event. The nurse stated the peritonitis was unrelated to dianeal therapy. On (B)(6) 2012, unspecified conducted follow-up with the peritoneal dialysis registered nurse (pdrn). The following information was reported. The nurse clarified, on an unreported date, the patient was on vacation at a theme park and was performing her pd therapy exchanges in the first aid tent, as opposed to her house or a closed room. The patient completed treatment with unknown antibiotics. The nurse reported the peritonitis was unrelated any baxter disposables. On (B)(6) 2012, product surveillance spoke with the pdnr. The following information was reported. The nurse clarified the first aid tent, where the patient was performing pd therapy, had the air conditioning running and there was no way to turn off the air conditioning. She stated this is most likely what caused the peritonitis, as the patient is very careful when performing pd therapy. On an unreported date, the patient was retrained on proper aseptic technique and provided guidance on how to safely perform pd therapy while vacationing in the future.

Manufacturer narrative:
(B)(4) the devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique due to the environment the patient performed therapy in. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.